Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has a left total hip with aml stem and duraloc cup. The hip was done about 25 years ago. The patient has polyethylene wear, so the surgeon did a liner and head exchange. The cup and stem are well fixed and retained. Doi: 25 years ago. Dor: (B)(6) 2020; left hip.